Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 553 mg/dl. Customer stated that for the last 4 days her blood glucose had been between 300 to over 500 mg/dl. Customer reported that they did not contacted their healthcare professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer did provide any symptoms regarding high blood glucose such as nausea, thirsty, tiredness and dehydration. The customer stated that she had changed her set and the cannula was not bent. Customer stated that she woke up this morning with a blood glucose of 337 mg/dl so she had to do a manual injection. Customer was advised to remove reservoir, rewind, reinsert reservoir and run load reservoir fill tubing with current set. Customer reported insulin exited at the quick release. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was not returned for analysis.